Event description:
Philips received a complaint on the mrx device indicating that the pacing test failed. There was reportedly no patient involvement. The rse remotely evaluated the device. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.